Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Technical support recommended replacing the malfunctioning pump after exhausting troubleshooting efforts. Reportedly, pump was replaced, and the customer was instructed to continue using the current pump.